Manufacturer narrative:
(B)(4). Model 9781, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The (B)(6) male consumers age and height are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
End user states "2nd unit for end user. Originally had 9780m approx 2 years ago which also started splitting. Second current unit purchased (B)(6), broke while in use. User reports falling down onto tub floor as a result and plastic edges scratching/cutting legs and backside. Does not want replacement - only credit." (B)(4). Minor injuries alleged